Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted technical support on behalf of the customer to report a recoverable fault on universal surgical manipulator (usm) 2. The technical support engineer (tse) was unable to confirm the error or gather more details at the time of the call and requested more information from the fse. On a later date, the clinical sales representative (csr) informed the tse that the issue occurred during a tongue base resection surgical procedure which was planned to be performed using three (3) usms, however, the issue occurred near the end of the procedure, and as a result, the surgeon completed the procedure using only two (2) usms. The reported issue resulted in a 5 minute surgical procedure delay for troubleshooting, which included removing the instrument from the usm, repositioning the sterile adaptor, and pressing the port clutch on the usm. There was no injury to the patient, who was reportedly in good condition following the procedure. The tse again attempted to review the system error logs, but could not identify a recoverable fault impacting usm 2 and the csr could not advise on the error code observed by the customer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer informed that the error was regarding one of the usms which was not engaging in any capacity as all lights on the usm were off. The issue was not resolved at the time of the event, however, it was confirmed that the procedure was completed robotically.